Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 282 mg/dl and an insulin injection was used to address the bg level. A system check was performed and the occlusion appeared to be within the infusion set tubing. The cartridge was changed and insulin delivery was resumed. Reportedly, the customer was using a u-500 insulin in the cartridge.